Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative (rep). It was reported that the initial reporter was a physician who called in for a request to have the patient's pump interrogated. It was reported that the patient was unresponsive and that the rep was asked to set the pump to minimum rate. It was reported that the pump was set to minimum rate. It was reported that the rep offered a refill kit if the physician wanted to check reservoir volume, suggested a lateral x-ray to look at the pump bellows, and that the physician was going to treat the patient with oral baclofen. It was reported as unknown if the issue had been resolved. It was reported that the patient's weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 1249 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient was hospitalized in the intensive care unit with unresponsiveness. It was noted that the patient had a refill last week and shortly after the last couple of refills the patient had seizures. It was unknown if the patient had a seizure after the last refill. The rep was asked to assist the healthcare professional (hcp) in programming the pump to minimum rate mode because they thought maybe the patient was getting overdosed. The event date was asked, but unknown. No further issues were reported.